Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated actm results is user error. The account failed to input the correct level 1 calibrator value for the low level calibrator. When calibrating the method, they had incorrectly entered 0.316 mmol/l for the zero level calibrator. The error was corrected by recalibration using correct calibrator values. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated acetaminophen (actm) results were obtained on an individual patient's samples over multiple successive samples. The results were reported to the physician who eventually questioned the results. The samples were repeated on an alternate roche cobas instrument (alternate methodology) and negative results were obtained. Patient treatment was altered on the basis of the elevated actm results. N-acetyl cysteine (nac) treatment was initiated. Results were questioned after no decrease in the actm level was seen after nac treatment. There was no report of adverse health consequences as a result of the falsely elevated actm results or the nac treatment.